Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges and that the pump touch screen was timing off sooner than expected. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.